Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and carefusion technical support germany will issue the return good authorization (rga). At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported a blank display and audible alarm on cycle on three days after performing service on this avea ventilator. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion european service center received the suspect gas delivery engine (gde) for investigation. The service group performed a visual/electrical inspection of the device components. At this time, carefusion has duplicated the reported event and the assembly failure is was isolated with a blender assembly. This issue will be internally investigated within carefusion.